Manufacturer narrative:
Method: the sample will not be returned. Results: no sample was received for eval and investigation. Without the actual product a complete analysis cannot be conducted. Conclusions: as not lot number was reported, the device history record and lot history cannot be reviewed. No further info is expected.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. Doctor removed a section of the catheter sheath from the pt's abdomen. The pt's last surgery date from when the catheter sheath section was left in the incision was (B)(6) 2010.